Manufacturer narrative:
Name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where infusion set blockage at site which led to high blood glucose and correction injection via md is used for treatment on (B)(6) 2026.